Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material could not be identified. Since leakage failure occurred at the bending rubber, reprocessing could not be completed, and foreign material remained in the a-rubber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material at a-rubber (bending section cover) and the angulation was locked and would not work. There was no patient involvement.